Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between transmitter and smart device occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the share data did not confirm the reported event of a pairing failure. A root cause could not be determined via data. The reported issue of pairing failure is reportable based on the finding of transmitter failure error. No additional event or patient information is available.